Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a provisional fractured during extraction from the joint space as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - provisional bottom. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history records for item# 42527000707 lot# 63769472 & receiving inspection report item# 42527050707 lot# 80795604 were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Medical records were not provided. A definitive root cause cannot be determined. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.